Event description:
It was reported the patient underwent a diagnostic cardiac catherterization and was transferred to another hospital with the sheath in place for interventional treatment; stents were placed in the right coronary artery 9rca). The patient was discharged. The patient returned to the diagnostic hospital with chest pain. A diagnostic cardiac catherization revealed left anterior descending 9lad artery lesions. The patient was transferred to the inverventional hospital for additional interventional treatment. The patient was discharged home. The patient returned to the diagnostic hospital where retroperitoneal bleeding was diagnosed. The patient underwent surgical exploration; the angio-seal suture and achor were reportedly found 3 centimeters above the inguinal ligament and were removed. The anchor was reported to be external to the artery. The patient was reported to be recovering. It is unclear when the angio-seal was actually deployed and te deploying person is unknown.